Manufacturer narrative:
Information contained in this report was previously submitted through psr on 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified fold crease, an opening on the posterior side, and white particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated opening and wear abrasion. Based on the device analysis the final assessment was a striated opening due to surgical damage consistent with the use of a surgical tool. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, which was treated with singulair medication. Additionally patient reported right side "concern with the product". Device has been explanted.